Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of dissection as listed in the xience xpedition instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a definitive cause for the patient effect; however, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous distal right coronary artery (rca). The 3.0x48mm xience xpedition stent implant was successfully deployed without reported issue; however, a vessel dissection was noted, which was treated with deployment of another stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.